Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that while trying to recalibrate the stylus with the programmer, the cursor could not be moved. A new stylus will be ordered. There was no patient involvement.